Event description:
It was reported that the lead had exhibited low impedance since implant, with in clinic measurements of less than 200 ohms. A polarity switch to unipolar occurred, after which the patient presented to clinic for a check. When switched back to bipolar, measurements were normal. It was decided to leave the system programmed unipolar and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.